Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was separation gel smearing in an unspecified number of devices. The gel smearing led to the deterioration of assay cuvettes which led to erroneous results of c3 and c4 analytes. There were no other health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4281613. D4. Medical device expiration date: 31-mar-2026. H4. Device manufacture date: 07-oct-2024. D.4 UDI#: (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was separation gel smearing in an unspecified number of devices. The gel smearing led to the deterioration of assay cuvettes which led to erroneous results of c3 and c4 analytes. There were no other health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was separation gel smearing in an unspecified number of devices. The gel smearing led to the deterioration of assay cuvettes which led to erroneous results of c3 and c4 analytes. There were no other health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received photos or samples for investigation. Therefore 100 retention samples were visually examined and no gel or additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of april 2025 therefore further testing was indicated. Factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and bd was unable to determine any external contributor to this reported issue. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for complement component 3 and 4 (c3 and c4). Additional ftir analysis was performed on customer returned cuvettes. Several types of unidentified matter were found on the interior surfaces of the analyzer cuvettes. One material is likely a ptfe teflon-like material. The second was not conclusively identified but is not bd gel related. The material of the third group was unable to be conclusively identified. Bd shared images and ftir spectra of three substances found inside the cuvettes with the instrument manufacturer who responded that the only source of ptfe in the system is the white nozzle tip (nozzle 5) on the rinse unit. This issue has occurred before on systems that are not well adjusted. This complaint is unable to be confirmed for the indicated failure modes gel smearing and erroneous results-c3, c4. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.